Manufacturer narrative:
Batch review performed on 08 sept 2025: ball heads: mectacer 01.29.208 mectacer head biolox delta dia.36 12/14-s (k112115) lot. 2511901: (B)(4) items manufactured and released on 19 may 2025. Expiration date: 29 april 2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved, batch review performed on 08 sept 2025: mpact 01.32.3652hct flat pe hc liner ø36/g (k103721) lot. 2436036: (B)(4) items manufactured and released on 04-march-2025. Expiration date: 16-february-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusion there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
After 6 days from primary surgery, the patient came in reporting pain due to a dislocation of the head from the liner, and the cause is unknown. The surgeon revised the liner and head to a double mobility system. The surgery was completed successfully.